Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source of water. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (routes, doses and frequencies were not reported) for peritonitis. Sixteen days after event onset, the patient was recovered and antibiotic treatment was discontinued. Pd therapy was ongoing. No additional information is available.